Manufacturer narrative:
Submit date: (B)(6) 2017 an investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The plastic hub on the pump set was not staying connected.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. There were two samples received for evaluation. The reported issue could not be confirmed. There were no detachments found on the samples. Since the reported issue could not be confirmed, a root cause could not be determined. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.